Manufacturer narrative:
Investigation: the complaint was investigated for the z6ms transducer error message. The catheter was returned for analysis, and it was found that the cause of the system error message and system hang-up was distal-flex malfunction.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient who was already under anesthesia and on the table was undergoing a transesophageal echocardiography (tee) procedure. When the transducer was already in the patients' esophagus, the transducer prompted a usacquisitionhw_0 error and the ultrasound system subsequently hung up. The user rebooted the system but the same error message appeared. The user completed the tee on another similar but different system. There was a delay of 10 minutes while the replacement system was obtained and booted. There was no loss of data and there was no patient adverse event reported. No additional information was provided.